Event description:
It was reported that a pt had increasing pain over the last few months. It was decided to change from unipolar to total hip. Upon opening of the joint there was obvious "poly disease". Once the implant was removed, it was noticed that there was gross movement of the polyethylene within the metal cup. Pt also suffered from 2-3 cysts within the acetabulum consistent with bone resorption due to polyethylene debris.